Event description:
The customer contacted baxter's technical service center to report draining difficulties on a homechoice (hc) during all drain cycles. The home patient (hp) stated that machine was not draining him correctly and he was getting negative ultrafiltrations (ufs). The hp requested the machine be swapped. The baxter technical service representative (tsr) arranged for a swap. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance contacted the home patient's (hp) nurse to inform her of the three increased intra-peritoneal volume (iipv) events found on evaluation. The nurse had stated that the hp was in the hospital on (B)(6) 2010 for hernia repair. The nurse stated that the hp is currently on hemodialysis. The nurse made a statement that the 3 overfill events may have been an attributing factor to the hernia. The nurse documented the events and wanted a copy of the report. The nurse requested the fill information. The nurse also wanted to know if the hp received the new homechoice (hc) device. The nurse could not stay on the phone and requested a call back. On (B)(6) 2010, product surveillance (ps) called the nurse back to follow up on her requests. Product surveillance informed the nurse that the fill volume information was 2200ml. The hp received the new homechoice device on (B)(6) 2010 and that the results of the evaluation could be sent to the nurse.

Manufacturer narrative:
(B)(4).device evaluation has been started but is not yet complete. Follow-up information will be sent when it becomes available.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. Draining difficulty: was confirmed in the logs but not duplicated during the pal evaluation. Assignable cause: undetermined. Negative uf: confirmed in the logs and not duplicated during the pal evaluation. Assignable cause: was determined to be normal device operation with tidal therapy, because the uf is the difference between the total amounts of fluid filled and the amount of fluid drained during a cycle. Tidal dialysis is a form of apd therapy where only a portion of the solution in the peritoneal cavity is drained and filled each cycle. This is a tidal therapy with a 90% tidal volume (10% residual). As a result, approx. 10% of the programmed fill of 2200 ml was left in the patient during. Cycle 1; this residual volume was listed as a negative uf volume for cycle 1 of each therapy in the cycle-by-cycle therapy log. The device was sent to service area for servicing. The labeling for both manuals, which explains: what iipv is, how it can occur as a result of a low total uf setting, and how to determine the optimum total uf, were found to be sufficient. There is an ongoing CAPA investigation, (B)(4), associated with this report. The correction and removal (c and r) number is 1423500-01/08/10-001-c. The root cause of the issue will be identified and addressed through the CAPA.